Event description:
The left femoral artery was accessed to place a renal stent. At the end of the procedure, hemostasis was attained using a perclose device and manual pressure for 10 minutes. The following day, the pt was taken to surgery for an acute left femoral artery occlusion. Post-op dx - left femoral artery dissection from plaque. Procedure performed - left femoral artery endarterectomy. Vein patch with repair of artery, with thrombectomy. Operative note states, "the pt had active bleeding from the common femoral artery proximal where the perclose device had not been successful". The artery was opened and it was found that dissection of plaque had caused the thrombus distally. This was occluding the lumen of the superficial femoral artery at it's origin.